Event description:
It was reported that the pt's ipg site was open and starting to bleed and leak fluid. The sjm representative advised the pt to go to the emergency room if he could not see a surgeon. It was also reported that his ipg stopped working a few months ago and it was heating up inside the pocket. He was unable to communicate with or charge his ipg. The pt's ipg was explanted due to infection at the ipg site and the leads were left. Cultures resulted in staphylococcus. The pt was treated with antibiotics and will follow up with his physician.

Manufacturer narrative:
Recall number: 1627487-12192011-001-c. This ipg serial number was included in a field advisory and a field correction. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.